Event description:
It was additionally reported that the rv lead had sensing difficulty.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had symptoms and received multiple shocks. However, the therapy was less than the programmed energy level. The right ventricular (rv) lead was partially explanted with the remainder of the lead being capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.